Event description:
It was reported that the patient received inappropriate therapy. A fluoroscopy indicated that the lead tip was bent. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported complaint was confirmed. As received, the lead was bent between the proximal and distal tip electrodes. Sem photographs indicated all eight distal coil wires were fractured at the bent section between proximal and distal tip electrodes. This could cause the reported inappropriate therapy. The cause for the inner fracture could not be determined.